Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the clinic for a follow up. A chest x-ray was performed which showed the patient's right ventricular (rv) lead was dislodged. The patient was asymptomatic. During the revision procedure, the physician was unable to extend or retract the lead helix. The lead was explanted and replaced. The patient was stable throughout.